Manufacturer narrative:
Device evaluated summary: the service report confirmed the deformation of the screw thread of the handle screw. Cause for it is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from user facility via service and repair facility regarding an incident in which patient involvement is unknown. It was reported that the wheel part was difficult to turn. It cannot make a gap of 5mm or more. No further information or complications were received. It was reported that event context was post-op and type of procedure performed was med. Patient was involved in the reported event and product come in contact with the patient. There was no impact to patient. Pre op diagnosis was spinal stenosis.